Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report indicates that the 10mm insert was replaced with a 15mm. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to extension laxity (left side). Poly wear of the insert was found.